Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred while the customer was fishing. Reportedly, the customer was not wearing the pump at the time of event as the pump was in the trunk of the car. When the customer went to connect back to the pump, the malfunction alarm occurred. The customer reported a blood glucose (bg) level of 400 mg/dl and the bg level was addressed with a manual injection. The contact confirmed that an alternate method of insulin delivery was available.